Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day as event onset, the patient began treatment with amikacin (500 mg, frequency, route, and duration were not reported) and orzid (1 g, frequency route, and duration were not reported) for peritonitis. It was unknown if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.